Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 54 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had some purulent drainage from the driveline site. Culture was positive for pseudomonas. Infectious disease reportedly felt much of the change around the driveline was from fat necrosis. At that time the patient also had dome pseudomonas infection of the axillary cannulation from axillary impella and ECMO placement on (B)(6) 2018, prior to lvad implant. Treatment for both the driveline and cannulation site was zosyn from (B)(6) to (B)(6) 2018. The chest wound appeared to heal very slowly and was monitored off of antibiotics. As of (B)(6) 2018 infectious disease signed off. No further treatment was completed as cultures remained negative. Reportedly, the manufacturer was not informed of this event previously by the healthcare professional as a driveline infection, as infectious disease felt this was mostly a result of the patient¿s long hospitalization and deconditioning. The slow healing was reportedly a reflection of the patient¿s debility and difficulty to heal condition. The patient was also an insulin dependent diabetic.

Event description:
Additional information: it was reported that on (B)(6) 2018 purulent drainage was noted coming from the driveline site. Wound culture was positive for few pseudomonas. Infectious disease was consulted and felt not true driveline infection, but more likely due to underlying long hospitalization, debilitated state of the patient, and fat necrosis around the site. Wound culture from (B)(6) 2018 was negative. For precaution the patient was place on unspecified parenteral antibiotics for 7 days. The event reportedly resolved on (B)(6) 2018.